Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to loosening of the liner, almost two years after implant date. Profemur z femoral stem not revised.